Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). The ventilator failed internal leakage test during pre-use check. The investigation revealed fluid ingress coming from front inspiratory pipe down to the bracket, down to the pneumatic back plane printed circuit board pcb, all the way down under the pull magnet. The provided logs and photos confirmed the reported issue. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits, which might lead to a ventilator malfunction. The conclusion is that the problem was solved by replacing the pcb and the pull magnet.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. (B)(4).